Event description:
A malfunction alarm with code malf 9 was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had not previously reset the pump for this malfunction, so technical support provided pump reset information and assisted in resetting the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump with instructions to contact support if the issue reappeared.